Event description:
During a check out procedure at the manufacturer's sales office, a ventilator's display was blank. The device was not in patient use. The ventilator's display screen was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board and system board were replaced to address the issue.